Manufacturer narrative:
Citation: long-saia f. Term outcomes of percutaneous paravalvular regurgitation closure after transcatheter aortic valve replacement. Jacc cardiovasc interv. 2015 apr 27;8(5):681-8. Doi: 10.1016/j.jcin.2014.11.022 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term outcomes of percutaneous paravalvular regurgitation closure after transcatheter aortic valve replacement. All data were collected from multiple centers. The study population included 24 patients (predominantly male; mean age 81 years), 11 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 11 deaths occurred due to: three of cardiovascular origin and 8 were noncardiovascular causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: low implant, embolization requiring repositioning with a snare, severe paravalvular leak (pvl), valve-in-valve implant, percutaneous pvl closure, and bleeding. Multiple manufacturers were noted in the literature; based on the available information a possible correlation could be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.